Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hospitalized low readings, over delivery anomaly and high blood glucose readings. The customer's blood glucose reading was unknown at time of incident. The customer's current blood glucose was 128 mg/dl. The customer stated that she went to sleep last night and the pump gave her 100 units of insulin and the customer went to the emergency room. The customer stated that the pump might be over delivering. The customer stated that she was also hospitalized due to low readings. The customer was treated with IV drip and sugar water. The insulin pump was not returned for analysis.